Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received compounded baclofen (200 0mcg/ml, 680mcg/day) in an implantable pump for intractable spasticity and multiple sclerosis. The patient heard an alarm on the day of the report. The personal therapy manager (ptm) was used and the error code 8476-motor stall was seen. The manufacturer representative checked the pump logs and a motor stall occurred on (B)(6) 2015 with not documented recovery. The patient denied recently having an MRI or any other electromagnetic interference (emi) or magnetic interaction. No patient symptoms were reported. The pump was subsequently replaced on the day of the report. The patient recovered without sequela. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, and if the cause of the motor stall was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft-bearing.

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.